Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited failure to capture. No intervention was performed. There were no adverse patient consequences from the event.